Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because he/she was vomiting and had a high blood glucose level. The customer's blood glucose level went up even after bolusing. The customer drank some pedialyte because he/she felt dehydrated and believed this is what kept his/her blood glucose level elevated. The customer disconnected from the insulin pump and administered manual injections. The battery cap was stuck on the insulin pump. His/her blood glucose level was 280 mg/dl. The customer had a diabetic ketoacidosis. He/she was wearing his/her insulin pump at the time of hospitalization. The insulin pump was damaged while trying to remove the battery cap. There was a crack by the battery compartment. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.